Event description:
User experienced approximately 11 patient samples with discrepant results for sodium and potassium. Only the following example was provided: initial potassium result 8.4 mmol/l, repeat 4.9 mmol/l, repeated 8.4 mmol/l. Initial results were not reported. The field service representative determined there was a hole in the wash tower tubing. The instrument was repaired.